Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
The customer reported that 2 months ago she received a reading of 61 mg/dl and on their adc meter and experienced weight loss. The paramedics were called and the customer was given "a shot to bring her sugar up." The customer was transported to the hospital where they were diagnosed with severe hypoglycemia and an IV was placed. In addition, the customer was given something to eat. The hospital monitored her sugar level and blood pressure which was 150/100. It should be noted that the customer reported experiencing a loss of appetite, sweatiness, anxiety, shakiness and dizziness for the last 5 months and has been using incompatible test strips for about a year and a half and she does not know if she is getting a correct reading. The customer further reported they now have compatible tests strips for their adc meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. However, only the meter will be returned since the customer no longer has the test strips. A follow-up report will be submitted once additional information is obtained. According to label copy, it states use only with freestyle lite test strips and that other products can produce inaccurate results. All pertinent information available to abbott diabetes care has been submitted.